Event description:
Healthcare professional for left side "discomfort in breast prosthesis and folded". Patient reported "small seromas", "small radial folds" and "capsular contracture, baker grade iii". Device has been explanted. Treatment: pain-killers.

Manufacturer narrative:
(Phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.